Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate high readings. After the inaccurate high issue first occurred in the day of contact, the pt reportedly had symptoms described as "sweaty." The pt reported blood glucose results of "237 mg/dl" with a lifescan meter and "237 mg/dl" on another meter, performed within unspecified minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. Based on the reported meter readings, the pt took her usual dose of diabetes medication of metformin (500 mg). The pt did not receive any medical intervention because of the reported issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, if the symptoms of "sweaty" was related to a hypoglycemic episode, and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the meter was coded correctly, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received it. If the lfs product is returned, lifescan will evaluate it and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.